Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump. The customer understood the instructions and agreed to contact support if the issue reoccurred.